Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, the balloon was inflated to 10atm for 60 seconds, however, it was then noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.